Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. Attempts to reproduce the oversensing in clinic with postural based isometrics and pocket manipulations were unsuccessful. Automatic set up was performed again and the device remained in secondary with 1x gain and smart pass on. No adverse patient effects were reported. The device remains in service. New information received indicates the additional inappropriate therapy was delivered. Additional investigation identified that the device appears to have loosened in the pocket and fixation was absent. The physician reported they could turn and move the device up and down by approximately 10 cm. Surgical intervention was performed and the device was repositioned submuscularly and properly secured. Defibrillation testing was performed and confirmed acceptable results. The device remains implanted and in service.